Event description:
Clinical history: pt was a male with acute sepsis secondary to pocket infection. Procedure: pt had an implanted boston scientific pacemaker with 2 leads on the left (not removed), capped leads on the right to be extracted: 6957 (active fixation), implanted 1989, and 487-02 (passive fixation) implanted 1989. These were both 5-6mm leads. Md was unable to retract the helix on the atrial lead and used a 16f sheath without the outer sheath to extract the a-lead from the right side. When the lead was freed up in the svc, the lead was free floating in the heart with a large helix extended. The anesthesiologist noted a drop in blood pressure, began increasing the pt's IV fluid and placed the pt in trendelenburg position. The pt's blood pressure appeared to improve. Md loaded #2lld into v-lead, used sheath and began lasing the pocket, and noted yet another drop in the pt's pressure. The md removed the sheath and proceeded to crack the pt's chest discovering a small tear in the svc. The physician was unsuccessful at repairing the tear. Pt outcome: death.

Manufacturer narrative:
Failure analysis: the devices were not retained for return. However, there is no indication the spnc devices malfunctioned in any way to be the causative factor in the injury/demise of the pt.